Event description:
A (B)(6) male admitted for outpatient surgery and underwent right mastoidectomy on (B)(6) 2013. When the pt awoke in the pacu he was noted to have a dense right sided facial nerve weakness. The facial nerve monitor (medtronic nim unit) had been used throughout the case and the facial nerve was not encountered during the procedure. The facial nerve function was not restored to the pre-operative state by time of discharge later on the operative day.